Manufacturer narrative:
Received one (1) used list #unknown plum set. As received no damage or anomalies were observed. The primary plum set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air-in-line alarms were generated and no restrictions in flow were noted. In attempts to replicate clinical use a delivery accuracy test was performed. The delivery was found to have a percent error of less than 1%. A leak test was also performed per specifications. No leakage was observed. Additionally, the infusion test was repeated however air was introduced into the line simulating a bag running out. The pump alarmed as expected. The complaint of over delivery cannot be confirmed. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Additional phone # (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
The event involved a primary set, clave y-site, 100 inch, non-dehp where the customer reported that the infusion pump used with the set continued to infuse after the bag of medication ran out, infusing approximately 5 ml of air into the patient. The rn on duty was able to use a syringe to pull out the 5 ml of air. Additionally, the customer stated that they are not sure on what was defective. They ran the pump and the tubing set through testing and couldn't recreate the issue that happened. The testing of the pump and tubing set all passed inspections. There was patient involvement but no patient harm.